Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose level was 170 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.